Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging their onetouch ultrasmart meter was displaying an unknown error message. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began in ¿the first week of (B)(6)¿ at an unknown time. It is not known how the patient manages his diabetes and he reported increasing his food/drink consumption also during that same timeframe in response to the alleged issue. The patient claimed that at an unspecified time after the issue began, he developed symptoms of ¿dizziness¿ and went to the emergency room (ER) for treatment. The patient did not specify what treatment he received, but indicated he was treated by a healthcare professional while at the ER. It would have also have been helpful to know if the patient¿s blood glucose was checked and what the reading was at the ER. Troubleshooting was not performed because the patient did not have any of the products, therefore, the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient was unable to obtain a reading on the subject device and therefore, allegedly received unknown medical intervention from a health care professional (hcp) after the reported issue began.